Event description:
It was reported that the device displayed a flashing service wrench. The device showed a "call service" message and logged fault codes indicating a critical malfunction. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported issue. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb assembly and determined the root cause of issue to be the u8 ic chip.